Event description:
Customer reports problems with the tenderlett incision device. Patient was pricked in the middle finger while using an itc tenderlett and a 1-2cm (per customer) metal shard was found in the patient's finger. No symptoms or adverse reactions reported. Patient was not treated.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information for further complaint evaluation.